Manufacturer narrative:
The related condition is typically caused by applying too much force on thick tissue typically causes the tip to flex and the mating part (needle) to miss the needle slot on the tip of the device, rendering the device useless. The mating part (needle) was not returned along with the complaint device. Confirmed the capsuleclose scorpion suture clip heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a hip scope procedure the surgeon was using the ar-16992 scorpion and a fiberwire to close the capsule. As they went to fire the needle to pass the suture through the tissue, the very tip of the scorpion broke off inside the joint while the needle remained intact. The surgeon was able to use a grasper and pull the piece of the scorpion out and there was no delay in the case.